Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the returned device had a leaky non-return valve (nrv). This caused device to not pass its internal self-test in any circuit configuration. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).